Manufacturer narrative:
Date sent to the FDA: 06/17/2021. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Date sent to the FDA: 10/19/2021.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. (B)(4) submitted for adverse event which occurred on (B)(6) 2012. (B)(4) submitted for adverse event which occurred on (B)(6) 2018.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2009 and mesh was implanted. It was reported that the patient underwent revision surgery on (B)(6) 2012 during which the surgeon noted dilated and decompressed small bowel under the mesh and took down adhesions and a band of scar tissue. It was reported that the patient underwent recurrent hernia repair surgery on (B)(6) 2018 during which the surgeon noted the mesh with lesions to the mesh itself, as well as multiple hernias throughout the mesh and the ventral fascia with significant adhesions. He carefully took down adhesions to the mesh, facia and hernia; lysed significant interloop adhesions of small bowel for over an hour; carefully explanted any mesh stuck to the anterior abdominal wall and repaired the recurrent hernia defects. It was reported that the patient experienced severe pain and inflammation. No additional information was provided.